Event description:
In (B)(6) 2009, I got breast implants by (B)(6). Some months after the surgery I started getting pain in my left knee. I attributed the pain to running and the yoga I was practicing, even though I've been doing yoga for a long time. Tried to control the pain with different natural medicines and exercises to strengthen the knee with no results. This year pain started in my left wrist and toe; the pain was so strong that I could not put any pressure on my left wrist or even bend the toe. After taking omega-3 for some time thinking that the problem was in my joints that required some lubrication I decided to explant the saline implants. It has been already three weeks and I can say that the pain that started on my knee and progressed to my wrist and toe are much better. The pain is still present but at a much lower intensity. Now I can bend my knee, hold objects with my hand and walk without major pain. I believe that once my body cleanses completely my health will be back to what it was prior to implants. The only products taken were some chinese herbs - that did not work, omega-3 and iodine pills that did not work either. There was therapy.